Manufacturer narrative:
The pneumatic module assy, rohs was received at getinge's national repair center(nrc) for evaluation. Inspection of the pneumatic module assy,rohs was completed per the cardiosave service manual with no visual damage observed. The nrc installed the pneumatic module assembly into the cardiosave test fixture and tested the assembly to factory specifications per procedure and the cardiosave service manual. The nrc performed the all manifold test, and the safety disk failed the membrane differential test , reading 7mmhg, factory specification is +-6. The nrc could not verify the autofill problems. The safety disk failed testing. The nrc will send the safety disk to the production department for failure analysis per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional point of contact: name: (B)(6). Inspection of the pneumatic module assy,rohs serial number (B)(6) was completed per the cardiosave service manual revision n with no visual damage observed. The national repair center installed the pneumatic module assembly into the cardiosave test fixture and tested the assembly to factory specifications per procedure number (B)(4) and the cardiosave service manual revision n. The nrc performed the all manifold test , and the safety disk failed the membrane differential test , reading 7mmhg, factory specification is +-6. The nrc could not verify the autofill problems.  The safety disk failed testing. Sending the safety disk to the production department for failure analysis per procedure number (B)(4). Parts received back. Investigation is completed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation conclusions), h10. Inspection of the pneumatic module assy,rohs was completed per the cardiosave service manual part number 0070-00-0639 revision n with no visual damage observed. The national repair center installed the pneumatic module assembly into the cardiosave test fixture and tested the assembly to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc performed the all manifold test , and the safety disk failed the membrane differential test , reading 7mmhg, factory specification is +-6. The nrc could not verify the autofill problems. The safety disk failed testing. Sending the safety disk to the production department for failure analysis per procedure number 0002-07-d008 revision ag. The following was submitted by (B)(6) technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 8 march 2024. Part received back from the production department. No failure analysis was completed by them on this part. Investigation is completed and root cause is still impossible to define. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the autofill process. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the pneumatic module assembly which corrected the issue, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.